Manufacturer narrative:
After successful deployment of the smart control stent ((B)(4)) in the right superficial femoral artery (sfa), it was noted that the stent delivery system separated into three separate layers as it was being withdrawn over an amplatz stiff guidewire. It required each layer to be backed out over the amplatz and out of the patient. There was no resulting patient injury. The right sfa target lesion was reported to be heavily calcified. The access site for the procedure was the left common femoral artery and an amplatz stiff guidewire was used to cross over the standard aortic bifurcation to the contralateral lower extremity. No additional information is available. It was reported that the device will be returned; however, it has not been received. Further evaluation will be performed should the device be received. Review of lot 14048032 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Coated (B)(4) wire lumen subassembly lot 14040222 was reviewed. It was observed during review that no nonconformance was generated and no other incidents were noted that could be potentially related to the complaint reported. The operator qualification records (B)(4) were reviewed. The operator that performed this operation was qualified on the appropriate manufacturing work instruction revision at the time of the lot manufacturing. Based on the available procedural information, no conclusion can be made regarding procedural factors such as device handling/manipulation/excessive torquing that may have contributed to the event. Without the return of the device and based on the available procedural information, no conclusion can be made regarding the reported separation of the layers of the smart control stent delivery system. With a review of the device history records, there are no identified contributing manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.

Event description:
The report received from the field indicated that during an interventional endovascular procedure, the physician successfully deployed a smart control 6 x 100 stent in the right superficial femoral artery (rsfa) target lesion. The access site for the procedure was the left common femoral artery and an amplatz stiff guidewire was used to cross over the standard aortic bifurcation to the contralateral lower extremity. Upon withdrawal of the stent delivery system (sds) over the guidewire, the sds was noted to have separated into three (3) separate layers requiring each layer to be backed out separately over the guidewire and out of the patient. The procedure was completed successfully. There was no reported patient injury. The rsfa target lesion was reported to be heavily calcified. No additional information is available.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. A review of the manufacturing documentation associated with this lot was performed and the following was found: review of lot 14048032 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4). No non-conformance records were issued for this lot. No excursions were found for lot 14048032. Coated polyimide wire lumen subassembly lot 14040222 was reviewed. It was observed during review that no nonconformance was generated and no other incidents were noted that could be potentially related to the complaint reported. (B)(4). The operator qualification records for molding tip, according to (B)(4) were reviewed. The operator that performed this operation was qualified on the appropriate manufacturing work instruction revision at the time of the lot manufacturing.